Manufacturer narrative:
The pump was received with a pump error alarm during rewind due to moisture ingress. Traces of moisture noted on the electronic and motor assemblies. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37 alarms. Unit received with cracked case on the back at the battery tube area.

Event description:
The customer reported via phone call that the battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.